Manufacturer narrative:
There was no product malfunction. Additionally, the infection requiring intervention at the right hip had started in the left knee. This is not considered an MDR, but is filed retrospectively for informational purposes only.

Event description:
Pt was admitted for revision of right hip due to pain from infectious process. Original right tha surgery performed in 2008. Preoperative report dated twenty three days later, stated that the pt initially had an infected left knee which then infected his right hip and iliopsoas bursa. Name of procedure: irrigation and debridement of right hip and right iliopsoas abscess and delayed primary closure of both.